Event description:
In 2005 with the purchase of contact lenses, I was given renu moistureloc samples. I continued to use it and in 2005, I developed severe dry eyes and vision loss to one eye. After many test to rule out illness all came back normal. A brain MRI showed a normal brain with inflammation in the optic canal. I have never had a problem with my eyes until I used bausch and lomb renu moistureloc. To this day, I have no illness but continue to have dry eyes and hazy vision loss to my left eye. I feel if I had not used that product I would not be suffering today with these problems to my eyes. I did not have a fungal infection as far as I know from eye doctor visits but I did have inflammation, and severe dryness after using it. I would like to know if anyone else developed severe dryness and inflammation after using this product. Thank you. Dates of use: 2005. Diagnosis or reason for use: contact lense solution.